Event description:
During endovascular therapy on (B)(6) 2009, the black trigger wire would not release the top cap of the flex main body. After several attempts, the physician deployed the graft according to the instructions for use (IFU) trigger wire release supplement. The graft was successfully deployed. No pt complications.

Manufacturer narrative:
(B)(4). The development of the zenith device successfully completed all verification and validation activities showing the device meets the design requirements and that the design requirements meet the needs of the user. Each device is shipped with an IFU describing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. The IFU also recommends using a cook lunderquist extra stiff wire guide (les). Use of this specific wire guide could prevent/reduce this failure mode from occurring and/or reduce the probability of the worst case severity occurring. Additionally, prior to removing the proximal trigger wire, the IFU instructs the user to verify the wire guide is in the thoracic aorta. A physician reference manual is available to all using physicians, which lists trouble shooting techniques that, if followed, could reduce the occurrence or reduce the likelihood of the worst case severity occurring from this failure mode. The proximal trigger wire contains an etch mark that is specified to be at certain location. Location of this etch mark is verified on each device after the device is loaded. Changes have been implemented to the loading procedures that will possibly prevent damage to the trigger wire during the loading process. An alternate deployment sequence has been approved for distribution in addition to the product's IFU. This deployment sequence will enable the physician to reposition the top cap with respect to the suprarenal stent subsequently releasing tension from the trigger wire allowing it to be removed. This change was effective on 02/06/2009. The mfg records for this device indicate the graft was loaded after the implemented changes. However, we have notified the appropriate individuals and we will continue to monitor for similar events.